Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an upper right lobectomy procedure, the surgeon started firing the device to bronchus, however, after they fired the device by 30mm, the handle became stiff and they could not squeeze it anymore. They removed the device from the tissue and replaced the reload. They connect the new reload to the same handle and the surgeon was able to resect the tissue of the central side. The surgical time was extended by less than 30 min. There was no patient injury.